Event description:
It was reported the support arm of the bed detached when the bolt backed out. When this happened, the bed unexpectedly listed to that side and the patient went towards that side as well. The patient did not fall out of the bed as the nursing staff was there and held the bed up until another bed could be brought in. No adverse consequence or clinically relevant delay in treatment was reported.